Event description:
It was initially reported that the autopulse platform (sn (B)(6) would not power up; the battery was removed and reinserted twice, and the platform was also tested with additional batteries. Upon follow-up, the customer stated that this description did not reflect what they had reported and suggested that someone else at their site may have submitted the original information. The customer clarified that they were sending in the autopulse platform for inspection because a note had been placed on the device referencing an unspecified issue, and they did not have details about when the issue first occurred. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
It was initially reported that the autopulse platform (sn (B)(6) would not power up; however, this issue could not be replicated during testing at zoll. The customer nonetheless requested an inspection because a note had been placed on the device referring to an unspecified issue. During testing at zoll, the autopulse platform displayed "system error, out of service, revert to manual CPR", which was also verified in the archive data. The root cause of the system error was the drivetrain motor brake gap being too wide and out of specification, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in april 2020 and is almost 6 years old. Review of the archive data showed that the autopulse platform was last powered up on (B)(6) 2025, with a system error, 139 (unable to hold compression position). The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up. Investigation revealed that the drivetrain motor brake gap was too wide and out of specification, which triggered the system error. Because the brake gap could not be adjusted to meet specifications, the drivetrain motor assembly was replaced to remedy the problem. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).